Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button errors and screen so badly scratched it was difficult to read. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump body cracked on the back and it rewind slow and loud. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify rewind anomaly due to buttons not responding. Device received with minor scratched lcd window and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.